Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife's blood glucose increased to 405 mg/dl due to a bent infusion set cannula. The customer had a back-up plan but the husband did not know how to administer it; the customer could not administer it herself as she has dementia. The husband was assisted with priming the tubing and completing the set change. Troubleshooting could not continue since the husband had to take his wife to the ER for treatment. No products were returned or replaced.